Event description:
The customer contacted stryker to report that their device rebooted three times and after that it froze. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issues was determined to be user interruption of the 1.13 version software update. Root cause of the reported issues is determined to be user error. The customer received a replacement device and the customer's device was archived by stryker.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report.

Event description:
The customer contacted stryker to report that their device rebooted three times and after that it froze. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.